Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years from the date manufacturer was made aware.

Event description:
It was reported that the patient was unable to sustain therapy due to charging difficulties. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.